Manufacturer narrative:
Upon further review it was determined that this was a non-reportable event. Although the controller was exchanged due to backup battery fault alarms, there were no reported attempts of troubleshooting (exchanging or reseating the backup battery) prior to the controller exchange. This exchange with no troubleshooting attempts is considered user error and is non-reportable when there is no device related serious injury or death. In this case, the patient did not experience a device related serious injury or death. Manufacturer's investigation conclusion: the reported backup battery fault alarm was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file (scp_20201027_045) was submitted for review and showed events spanning approximately 5 days (22oct2020 ¿ 27oct2020 per time stamp). Backup battery fault alarms, due to a backup battery load test failure were active on (B)(6) 2020 at 19:38:02 until the controller was shut down at 20:01:42. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. When the load test first failed, the loaded voltage measured ~11.30v and the unloaded voltage measured ~12.14v. Pump operation was not affected by these alarms. The driveline was disconnected and reconnected two times on (B)(6) 2020 between 19:48:29 ¿ 19:51:39 before finally being disconnected at 19:51:50 for a system controller exchange. There were no other notable alarms active in the log file. A good faith effort was sent on (B)(6) 2021 regarding product return. To date, no response has been received. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use (IFU) section 7- ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5- ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault. Heartmate iii patient handbook and heartmate iii IFU under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. These sections also state that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. The patient handbook and instructions for use also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's system controller presented with a battery fault message and showed a "countdown". The felt the need to exchange the controller immediately. There was no countdown seen on interrogation and technical services responded that the description of the event sounded like a backup battery fault alarm with a rising counter pointing to the duration of the alarm. The patient's controller and backup battery were replaced.

Event description:
A correction report is needed to update the serial number to (B)(6) since that was the controller that was exchanged. This controller exchange was performed by the patient unsupervised which is against the instructions for use. The reason for exchange was due to a ¿battery default¿ message flashing on the patient¿s controller which was noted to likely be a backup battery fault alarm. There were no reported patient adverse effects due to the controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's low flow 2.0 controller was exchanged on (B)(6) 2020. The center requested to have the patient's new back-up controller upgraded to the low flow 2.0 software. The reason for the controller exchange was not provided.